Event description:
As reported by the study, following percutaneous coronary intervention (pci), the patient experienced a non-q wave myocardial infarction (anterior). The myocardial infarction was deemed to be target vessel related.

Manufacturer narrative:
This patient presented to the cardiac catheterization with stable angina pectoris as the primary indication for intervention and I-vessel disease was found. Pre-procedure medications included ticlopidine, ace inhibitors and beta-blockers. Intra-procedure medications included aspirin, ticlopidine and unfractionated heparin. Pre-procedure cardiac enzymes were not documented. Pci was performed on an 80% de novo lesion in the proximal lad of 15mm in length in a 3.5mm vessel diameter. The (b1) eccentric lesion was characterized with an irregular contour, moderate calcification and thrombus absent. Direct stenting was performed with a 3.5x18mm cypher select plus stent at 14 atm with suboptimal results. It was post-dilated with a 2.4x10mm balloon at 12 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure. Intra-vascular ultrasound (ivus) was not used during the procedure. Following the procedure, the patient had an anterior wall non q-wave myocardial infarction that was target vessel related. Post-procedure ck was less then two times above upper normal limits both at the 6-24 hours check and 24 hours to discharge. Troponin was less than two times above upper normal limits at the first check and at 2 times above upper normal limits on the second check. There was no evidence of stent thrombosis. The patient did not require a coronary artery bypass graft (CABG) or repeat pci. This event was classified as unrelated to the study device and highly probably related to the procedure. The patient was discharged four days after the procedure. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, ace inhibitors and beta-blockers. Please note that this device (lot no. 13279120) is not distributed in the united states. However, it is similar to the us distributed product. This device is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. A female from the clinical study experienced a myocardial infarction post implantation of a cypher stent. Past medical history consists of family history of cad, hypertension, hyperlipidaemia, type ii diabetes mellitus, and obesity. This patient's history puts her at increased risk for mace. Indication for procedure was stable angina pectoris. Pci was performed in the proximal lad. The vessel classification was reported as type b1: 80% stenosis, irregular, moderately calcified, 15 mm in length and the vessel diameter was 3.5 mm. Debulking was not conducted. The lesion was not pre-dilated before the implantation of a 3.5x18mm cypher select +. Post-dilation was conducted because stent was not fully expanded. The residual diameter stenosis measured 0%. Ivus was not done. Timi iii flow was maintained. Post index procedure, the patient experienced a non-q wave anterior myocardial infarction. The myocardial infarction was deemed to be target vessel related and highly possible related to the index procedure. The peak ck and troponin levels were reported to measure less that two times above the upper normal level. There was no evidence for stent thrombosis. Pre-procedure medications included ticlopidine, ace inhibitors or angiotensin blockers and beta-blockers. Intra-procedure medications included aspirin, ticlopidine and heparin. Post-procedure medications included aspirin and clopidogrel. Medications at discharge included aspirin, clopidogrel, insulin, ace inhibitors or angiotensin receptor blockers and beta-blockers. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Information collection has been performed on the aggregated DHR review report for epidemiology and reporting revision. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) combined with the patient's complex medical status may have contributed to the event. Based on the information provided, there are possible patient, vessel and procedural factors that may have contributed to this event. There is no indication that this event was design or manufacturing related.